Event description:
It was reported the gastrointestinal videoscope was not reprocessed correctly; the distal tip of the scope was touching the floor while customer was attempting too pre-clean. Customer suctioned detergent prior to wiping distal end of scope. Did not perform air water channel cleaning adapter during pre-cleaning. Scope was not reprocessed within the hour time frame and delayed reprocessing was not performed. While reprocessing the customer used the channel opening brush before using the channel cleaning brush. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.